Event description:
It was reported that the right atrium (ra) lead was attempted implant due to lead damage. While retracting the helix, the distal collar on the lead came off and embolized. The physician believed that the fragment was in liver. As a result, a different ra lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction to section h6 : device codes and section b5 : describe event or problem. A additional code was added.

Event description:
It was reported that the right atrium (ra) lead was attempted implant due to lead damage. While retracting the helix, the distal collar on the lead came off and migrated. The physician believed that the fragment was in liver. As a result, a different ra lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction to section h6 : device codes and section b5 : describe event or problem. A additional code was added. This lead was thoroughly inspected and analyzed upon receipt at our quality laboratory. Visual examination confirmed the lead's outer shell at the distal tip (which also contains the drug collar) had detached. Visual inspection also noted that the helix was intact and dried body fluid was noted in the helix housing, an expected finding for an attempted lead implant. The lead was tested and passed continuity and pressure testing, which indicated that the conductor coils were electrically continuous, and the inner insulation was intact.

Event description:
It was reported that the right atrium (ra) lead was attempted implant due to lead damage. While retracting the helix, the distal collar on the lead came off and migrated. The physician believed that the fragment was in liver. As a result, a different ra lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.